Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a pulmonary valve replacement procedure, this right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms and sensing r-waves were approximately 2mv (much lower than previous measurements). It was noted that shock impedance measurements were normal. This rv lead remains implanted at this time. There was no plan of action at this time, however possible lead revision or potential upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD) system was discussed. No adverse patient effects were reported.